Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited failure to extend helix and high capture threshold. The right atrial lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece measuring 52.5 cm. Visual inspection of the lead found the helix was retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
New information received noted that the right atrial lead exhibited failure to capture.

Manufacturer narrative:
G3 correction: the g3 in the previous supplemental should have been apr 24, 2023 not may 16, 2023.